Manufacturer narrative:
Date of event b3 approximated. D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical problem, the physician reported that the pump felt squishy and was indicative of fluid loss. It was discovered that the pump had air bubbles and dark fluid. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Date of event b3 approximated. D4 unique identifier (UDI) for reservoir: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The components were visually and microscopically examined, and leak tested. Visual and microscopic examination of one cylinder had a hole in the distal end of the cylinder from sharp instrument that occurred during explant; this cylinder did not pass leak testing due to this hole. Regarding the other cylinder, it had worn at fold in the proximal end and distal end of the cylinder. This cylinder passed the leakage test. In relation to the pump, it was microscopically inspected, and contamination (bodily fluid) was found within the pump. Pump passed the leakage test. Lastly, the reservoir was noted to have wear at a fold in reservoir shell., and it passed the leak testing. Based on the information available and analysis results, a clear probable cause for the event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical problem, the physician reported that the pump felt squishy and was indicative of fluid loss. It was discovered that the pump had air bubbles and dark fluid. The ipp was explanted and replaced. There were no patient complications reported.